Manufacturer narrative:
(B)(4). The 2.25x23mm xience prime sv is being filed under a separate medwatch MFR number. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Although a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion from the distal to the proximal left anterior descending artery with moderate tortuosity and 80% stenosis. After pre-dilating with a trek balloon catheter, a 2.25x23mm xience prime rx stent delivery system (sds) was deployed in the distal lesion and a 2.5x18mm xience pro rx (sds) was deployed in the proximal lesion in overlap. During post-dilatation, a side edge dissection was observed near the overlap. Another xience pro was used to cover the dissection. There was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.